Manufacturer narrative:
Complaint no: (B)(4). On an unreported date in (B)(6)2013, the patient experienced peritonitis. This report involves the same patient as in cmplnt-(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced fungal peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. On unreported date(s); the patient was treated with unspecified antibiotic(s) (medication, dosage, route, frequency, and duration not reported) and unspecified antifungal(s) (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. It was reported that the patient was recovered from the peritonitis event. Dianeal and extraneal therapies were ongoing. On an unreported date, the patient was retrained on proper aseptic technique. Additional information was requested but is not available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13j11051 and h13h27076 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returne, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.